Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 448 mg/dl at the time of incident. The customer was treated with bolus for high blood glucose. Customer did not complete the troubleshooting. The customer had trouble with infusion set and he removed the infusion set and he started bleeding a lot. The device will not be returned for analysis.